Event description:
Reporter alleged obtaining the results of 79 mg/dl, 167 mg/dl and 76 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that she drank orange juice after the result of 167 mg/dl and she was given apple juice after all of the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.